Event description:
It was reported that during a laparoscopic lysis of adhesions, the white pad disintegrated in the patient's abdomen. It was noticed when the device stopped working since it was metal to metal. It is believed that all the pieces have been retrieved from the patient by using graspers and removing them through the trocar. The risk management department will not release the device as of yet. There are not patient consequences reported. Another device was used to complete the procedure. No device will be returned.

Manufacturer narrative:
(B)(4). (B)(4). Customer will not release.